Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow keypad button became intermittently unresponsive yesterday. She noted that multiple hard presses are needed to obtain a response. The family member confirmed that the keypad is intact; denied exposing the pump to water; and stated that the patient wears the pump in her pocket or in a case.